Event description:
Patient reported they previously had a boston scientific stimulator, and that it "only lasted 5 years" and they had never been able to change their programs. They always had to meet with someone to reprogram it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).